Event description:
Customer reported: the item was tested prior to pt use. The exact date of the event was unk. Customer reported that the tube was in use about 48 hrs when a doctor noticed a loss of pressure. The customer reported no pt anomalies were noted. The customer reported the tube was removed immediately and replaced . The customer noted no add'l harm to the pt and confirmed the tube was discarded and not available for analysis.

Manufacturer narrative:
Covidien cts reference: (B)(4). No sample is expected to be returned. W/o the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.